Manufacturer narrative:
System assessment confirmed alleged run #2045 to be potential false positive for all three targets, and a review of the provided data for this analyzer, identified several additional runs to have had false positive results due to the incomplete pcr volume transfer. It is recommended to send back the liat for replacement of actuators involved in pcr process (p8, p9, c8, c9, c10). As per the high amount of runs which met the incomplete pcr volume transfer criteria the high amount of potential false positive, there was also no correlation to a specific tube lot seen. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. On (B)(6) 2021, a us customer alleged triple false positive results sars-cov-2 & influenza a/b with the cobas® sars cov-2 qualitative assay for use on the cobas® liat® system. Original patient¿s sample tested positive for all 3 targets sars-cov-2 & influenza a/b, and a repeat test of the same sample on a different cobas liat system was negative. The results were not reported. There was no harm alleged. Nine mdrs will be submitted.